Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the motor battery charger, battery charger 1, and battery charger 2 required replacement. Replacement parts have been provided, and the issue was resolved. No parts have been received back to the manufacturer for evaluation. No additional findings possible at this time.

Event description:
A medtronic representative reported that the voltage measured on the imaging system j7 connector was abnormal. There was no patient present when this issue was identified. No additional details were provided.